Event description:
It was reported that the customer was hospitalize due to low blood glucose. The customer's blood glucose was 30 mg/dl. The customer was admitted to (B)(6) on (B)(6) 2015. The troubleshooting was performed. The customer was informed to try to call us around at the time the incidents happen so we can troubleshoot her insulin pump and sensor at the time to see what is going on. The customer was informed that we can assist her with the upload so that we can go back to he date of the issue. The customer stated that the insulin pump is working find.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.